Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and boston scientific repliform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent hysterectomy/bilateral salpingo-oophorectomy, repair of cystocele, and paravaginal defect repair due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems and dyspareunia. It was reported that patient underwent repliform implantation and prior mesh takedown on (B)(6) 2012 (as per plaintiff fact sheet) due to cystocele repair and recurrent pop. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.